Event description:
The customer reported the evis exera iii xenon light source is displaying a b30 scope communication error on the 190 series scope when connecting to the cv-190/clv-190. The error does not appear when using the 180 series scope. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to try and troubleshoot the device. However, the unit was not near the customer during the call. Furthermore, the customer was unaware if both cv-190 and clv-190 were powered off by the operator when removing or connecting the scopes. Tac instructed the customer to power off the device, remove scope, clean connectors with an alcohol prep pad, allow to dry, connect the scope and power on the cv-190/clv-190. The customer agreed to attempt the guidelines provided by tac and will give a call back if further assistance was required. A follow up was made and the customer confirmed that the problem was resolved after following tac instructions. The device will not be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, after the scope was detached and the connector was cleaned after alcohol prep pad and dried, followed by turning the power on, the error disappeared. Given the fact, the b30 error likely occurred because debris adhered to the output socket of the light source or the connector part of 190 scope, causing the scope communication irregularity. Olympus will continue to monitor field performance of this device.